Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2021, product type:lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2025, UDI#:(B)(4) ; product ID: 977a260, serial/lot #:(B)(4), ubd: 30-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was I mplanted with an implantable neurostimulator (ins). It was reported that pt had a successful lead revision. Rep was first made aware of lead revision day of surgery. Hcp reported that he did an x-ray at pt¿s first post op and noticed that pt¿s leads had moved and added her on for revision without notifying rep until day of surgery. Pt notified rep that she was getting uncomfortable stim, this was first rep had heard of it. Hcp was able to push existing leads back into place, but opted not to test on the table intra op. Post op, rep was able to get desired stim using the 8-15 lead, the 0-7 lead still gave ¿uncomfortable feeling in side¿, reported by the pt. Rep using only 8-15 lead, and as long as not using 0-7, issue seemed to be resolved. Pt will have a post op in next few weeks. All impedances were in normal range, and intra op x-rays show both leads are posterior. The issue was resolved.